Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm prograsp forceps instrument had an exposed wire at distal end. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.